Event description:
The patient felt hungry, heart was pounding.testing blood glucose with suspect device and it was 476 mg/dl.the patient took 10 units of r humulin. Retested and blood glucose was 369 mg/dl. One hour later she still was not feeling well so she took another 10 units of r humulin and retested her blood glucose and it was 336 mg/dl. She then passed out. The paramedics were called and she was given an IV of dextrose and she was taken to the hospital.